Event description:
It was reported that he cannot lay down in bed, he has to sleep in a recliner. Any physical activity causes him pain down the leg and in and around his hip.

Manufacturer narrative:
It was indicated that the device is not available for evaluation, as it is still implanted. Additional information has been requested and if received, will be provided in a supplemental report.